Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device, the customer reported condition was not confirmed. No fault found. A manufacturing DHR review was not performed, because the results of the complaint investigation do not indicate, a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found, during the review of service and repair records.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system had issues with the float switch. No adverse effects were reported.